Manufacturer narrative:
Eval result: recline mechanism.

Event description:
It was reported by svc report that the back rests allegedly falls back with no weight at all. It is unk if there was pt involvement or if there are adverse consequences to report.